Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose after settings change. Customer's blood glucose was 50 mg/dl. Customer had symptoms of low blood glucose; customer had headache and shakes. Customer treated low blood glucose with food. After troubleshooting, customer was advised that insulin pump was working as designed.